Manufacturer narrative:
The lead was partially abandoned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pulse generator upgrade procedure, the rate/sense portion of this lead was noted to be stuck in the device header due to a stripped setscrew. This portion of the lead was therefore cut and surgically abandoned in order to explant the device. A new right ventricular rate sense lead was implanted, and the shock portion of this lead remains in service with a new, upgraded device. No adverse patient effects were reported.